Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the torn seal is due to uneven adhesive application. The device history record was reviewed and the lot number was found to fall under the scope of an existing and ongoing corrective action. Corrected information can be found in e3 and e4.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector that reportedly caused supply and/or drainage problems. The problem seemed to decrease temporarily but are now reportedly increasing again. The connectors are now being replaced at every dialysis instead of once per week, resulting in higher costs. There was unknown patient involvement and unknown patient harm.